Event description:
Bilateral hemi shoulder arthroplasty performed in 2001. During subsequent follow-up, it was discovered that the left prosthesis had disassociated. Revision surgery performed in 2002 to replace humeral head component.